Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported: patient was readmitted to the hospital on (B)(6) 2014, for deterioration in his consciousness as he had been unresponsive. A CT scan of the head revealed cerebellar hemorrhage and his inr was above 5.0 at that point. The patient's inr was reversed with ffp. His coumadin was withheld and neuro/stroke and neurosurgery were consulted as well as infectious disease reconsulted for his stroke and pseudomonas infection respectively. Follow-up CT scans were performed for his head which revealed that the hemorrhage was not worsening and that the cerebellar edema was stable; however, the patient's antibiotics were adjusted to cover his multidrug-resistant bacteria. The patient stated to develop worsening renal failure which was though to be likely due to his antibiotics. Palliative care was also consulted and the doctor saw the patient and patient was initially made a dnr with permission of both parents; however, a few days later the patient continued to deteriorate. His creatinine continued to worsen and discussions with the family lead to a final decision of withholding care. Vad support was turned off and the patient expired 30 minutes later. The patient expired on (B)(6) 2014.

Manufacturer narrative:
The patient expired and the pump was not explanted. Reference MFR 2916596-2013-00364 for the patient's fever and driveline infection. A root cause for the reported event could not conclusively be determined through this evaluation. It was communicated that the patient suffered a cerebellar hemorrhage and subsequently developed worsening renal failure that was thought to be related to the antibiotics required to treat his pseudomonas infection. The patient's family ultimately made the decision to withdraw care and the patient expired on (B)(6) 2014. A full evaluation of vad-7198 could not be conducted because the system was not returned for analysis. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.